Event description:
While opening supplies for surgical procedure a tear was noted in the bottom of total knee pack. Pack removed from room and new supplies obtained. Pack saved. Pack ref # sop12knmfm, lot # 378957, exp date: [redacted date]. Cardinal health.